Event description:
It was reported that the patient's blood glucose level was over 250 mg/dl while the pod was worn between 36 and 48 hours on the abdomen. The patient reported that the cannula deployed late after the pod had been activated, indicating a needle mechanism failure. In addition, the adhesive of the pod did not stick properly, requiring the use of a bandage. The pod was discarded. Details regarding treatment were not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.